Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was leak at past 2nd o ring. Customer¿s blood glucose level was 225 mg/dl. Customer stated that the insulin was leaking due to the plunger stuck on the reservoir. Customer stated that the leak occurred during filling reservoir with insulin. The device will be returned for analysis.